Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported and left a message initially via interactive voice response that they had a button error but called back and reported also receiving motor error. The customer stated that their blood glucose level was about 250 mg/dl at the time of the incident. The drive support cap was normal and it was not exposed to high magnetic field. The customer added that they also received a motor position encoder error. The customer was advised that it was dangerous to continue use of the insulin pump but the customer stated that they will continue use. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Unit passed the rewind, basic occlusion test, prime/compromised force sensor system test and displacement test. However, unit was received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. Unable to perform occlusion test, excessive no delivery test or verify motion sensor test failure alarms due to motor error alarms. Unit received with minor scratched display window and case.